Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
A high drain error 107 alarm was identified in the log of a returned homechoice device. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume in standard mode. The alarm occurred on (B)(6) 2013 at 07:48:53 during night drain cycle seven. This information meets iipv criteria. No additional information is available.